Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative booted up the system several times during their 3.5 hours visit, and the system did not shut down on its own. There was nothing in the event log that indicated that a shut down had occurred or that the customer could not restart the system. Unrelated to the related event, preventative maintenance (pm) was performed and the operator¿s manual was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the system shut down during a vitrectomy. The staff was able to restart the system to complete the procedure. There was no patient harm.